Manufacturer narrative:
Overall investigation summary: a customer called guerbet servicing alleging they had to override the system twice to get the system to inject. Additionally, the hospital's technician claimed that approximately 30ccs of contrast media sprayed onto her while the system was injecting. Guerbet service sent their fired service engineer (fse) on-site to examine the injector and investigate the issue. The fse could not duplicate the alleged issue, he performed 5 test injections to ensure the system was operating as designed. During his visit, the fse discovered that the spraying of contrast media on the technician was due to user error. The fse explained to the technicians that the illumena injector's software contains certain safety checks that occur during the enabling process, i.e. A new syringe installed, ram expelled to 0 ml, syringe filled, line purged, or head tilt position. Any of these could prompt a "fill sequence warning" to appear on the screen to alert the operator. If the operator is certain there is no air in the line, they can override the alert to enable the injection. To ensure the hospital technicians could operate the injector per the instructions for use, the fse had the technicians perform 5 setup and test shots. During these test shot, the system ran as designed. No errors were noted. After verifying the system was operating as designed, the fse returned the system to full service. A review of guerbet's complaint tracking system shows no similar issue reported on this unit. Root / probable cause code: unknown. Root / probable cause summary: refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action. Disposition summary: unit returned to service.

Event description:
This incident was reported on (B)(6) 2019, as customer reported that they had to override the injector twice to get the system to inject. Additionally, the reporter states that approximately 30cc of contrast media sprayed onto her while system was injecting. The incident occurred during a procedure and that the procedure was completed by hand injection. There was no report of injury to patient or staff, as patient was connected at the time. Customer was using optiray 30 prefilled syringe.